Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received inappropriate therapy. On interrogation, the implantable cardioverter defibrillator (ICD) revealed that there was one supra ventricular tachycardia (svt) inappropriately treated with one anti-tachycardia pacing followed by a shock. The patient received sotalol and the device remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.